Manufacturer narrative:
This lead was explanted on (B)(6) 2019. The correct analysis results are now attached. Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of the two leads was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection of sn (B)(6) demonstrated approximately 17 cm distal to the is-1 connector pin, in the region of the suture sleeve severe deformations of the outer and inner conductor coils. In this region the lead body was squeezed and the insulation was damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. These findings can be considered as the root cause of the clinical observations. With regard to the issues mentioned in the complaint description, the analysis of sn (B)(6) did not show any other deviations from the technical specifications.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - pacing failure and low impedance under 100 ohm was observed on this lead. Replacement of this rv lead is scheduled for the future.

Manufacturer narrative:
This lead was explanted on (B)(6) 2019.